Event description:
It was reported that during a prostate procedure, the surgical fiber was used to the maximum allowable joule limit and the case continued using a second fiber. At 122,730 joules using the second fiber, tip damage and diminished tissue vaporization efficiency was observed; the fiber was replaced and the case completed using a third fiber. There was not injury reported. This report is for the second fiber used.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber cap was found to be drilled through the exhibited melted glass and detritus; scraping on the heat-shrink tubing was also observed. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.